Event description:
This spontaneous case describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion disability), fatigue ("intense fatigue"), genital haemorrhage ("bleeding"), musculoskeletal disorder ("musculoskeletal disorder"), cardiovascular disorder ("cardiovascular disorder") and nervous system disorder ("nervous system disorder"). No causality assessment was received for essure with regard to fatigue, genital haemorrhage, pelvic pain, musculoskeletal disorder, cardiovascular disorder or nervous system disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion disability), fatigue ("intense fatigue"), genital haemorrhage ("bleeding"), musculoskeletal disorder ("musculoskeletal disorder"), cardiovascular disorder ("cardiovascular disorder") and nervous system disorder ("nervous system disorder"). No causality assessment was received for essure with regard to fatigue, genital haemorrhage, pelvic pain, musculoskeletal disorder, cardiovascular disorder or nervous system disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.